Event description:
It was reported that the patient's device could not be interrogated by the physician. The eri status is unknown. Patient underwent generator replacement. Attempts for further information and product return have been unsuccessful to date.